Event description:
In 2008, the pt reported elevated blood glucose readings of up to over 500 mg/dl two days prior. Symptoms include vomiting and she treated her elevated reading by giving herself a 10 unit bolus of insulin but her reading only decreased to 270 mg/dl. She stated she is using her backup insulin infusion device as she believes her primary device is not accurately delivering her basal rates. She said the primary device up/down buttons are difficult to press and the rubber is wearing off of them. She is pressing the buttons with her fingernails. She was advised not to use her fingernails. To troubleshoot, the patient was instructed to check her basal rates settings, bolus history, and daily insulin totals on her primary device and she confirmed they were accurate. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.